Manufacturer narrative:
Patient¿s birthday was not provided, (B)(6) 1959 was used based on age of patient. A device history record review was completed for provided material number 306546 and lot number 2096946. There was one non-conformance noted during the production process that could have potentially contributed to this reported incident. Upon detection of the non-conformance, an investigation was completed and all affected material was scrapped. The non-conformance was determined an isolated event. Without a physical or picture sample, the exact defect cannot be confirmed and therefore, it cannot be confirmed if the non-conformance was related to this report. If a sample becomes available for return, we would appreciate the opportunity to conduct a thorough sample analysis. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported while using bd posiflush¿ normal saline syringe foreign matter was found in the fluid pathway. The following information was provided by the initial reporter: it was reported by the customer that a large piece of plastic is floating in the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 23-aug-2022. H6: investigation summary: to aid in the investigation of this issue, one (1) physical sample was returned for evaluation by our quality engineer team. Fourier-transform infrared (ftir) spectroscopy was completed on the returned sample. The ftir results determined that the foreign material most likely resulted from a broken piece of barrel mold. A piece of the molded barrel component and the foreign material were then sent for comparison testing. The comparison test results confirmed that both materials had similar compositions consistent with polypropylene. With the samples results possible, a review of the device history records was performed for material 306546 and lot number 2096946. There were no non-conformances during the production process that could have contributed to the issue detected. It is most likely that a mechanical crash occurred in the syringe fill room during the manufacturing process which resulted in broken and damaged barrels. Following the crash, a piece of debris from the broken barrels could have ended up in an unfilled syringe, which would have been subsequently filled with saline and then assembled.

Event description:
It was reported while using bd posiflush¿ normal saline syringe foreign matter was found in the fluid pathway. The following information was provided by the initial reporter: it was reported by the customer that a large piece of plastic is floating in the syringe.